Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the device manufacturer representative indicated the event was not reportable. They noted the physician was doing a dye study to check the catheter because the patient was having a pump replacement soon. The replacement was because the patient was coming up on 7 years. The dye study was to make sure the catheter was still good so that when they replaced the pump they knew not to replace the catheter too.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indication for use. It was reported a replacement / dye study was performed. No further information was available at the time of report. Follow-up was initiated to obtain more event details.